Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported event of blocked channel. The evaluation also identified the following: the black rubber material in the channel did not appear to originate from the olympus endoscope, chipped light cover glasses, worn adhesive, chipped optical cover glad with worn adhesive, distal end adhesive worn, minor marks on insertion tube, stained control body, stained switch head, down/right angle not to specification, angle play failure, water flow not to specification, water removal failed, aspiration channel volume blockage evident, aspiration channel and electrical safety test not to specifications. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during reprocessing, the subject device was found to have a blocked channel. The customer returned the device for repair. During evaluation, the olympus service center identified the blockage appeared to be a black rubber-like material which is a reportable event. No patient harm or injury reported.

Manufacturer narrative:
See updates to d8, e2 and e3. Correction to g2 to add health professional. Correction to h4, the device manufacture date was 06oct2015. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing process at the facility differed from the instructions for use (IFU) recommendation. The root cause of why reprocessing was not performed according to the device IFU could not be determined. The following is included in the IFU and may help detect or prevent the foreign matter from remaining in the air/water: "an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.